Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue. (B)(6).

Event description:
The hospital reported an internal error preventing mechanical ventilation. There was no report of patient involvement.